Event description:
It was reported that the device¿s sleep/wake button intermittently failed to respond, though it functioned during a support call, and the user was instructed to record future occurrences for assessment. Investigation included technical troubleshooting and user education conducted by support. Further investigation of this case revealed no reproducible malfunction during the call. Blood glucose was not affected, and no symptoms reported during the event. Outcomes included no impact on health or required medical care. It was concluded that the device was operating as intended during evaluation, with no confirmed device failure.